Manufacturer narrative:
Device received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was 121 mg/dl. Customer reported that the screen was cracked and found screen wasn't physically cracked only the under screen appears to have cracks everywhere (pixelated). The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to revert to back up plan per health care professional instruction. The insulin pump will be returned for analysis.